Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two pacemaker mediated tachycardia (pmt) episodes. Review of the first stored pmt episode showed the pmt algorithm successfully terminated the pmt. Review of the most recent pmt episode showed the episode was triggered as a result of ectopics, which, interrupted the av synchrony opening up the retrograde pathway. The pmt algorithm successfully terminated this episode as well. Further review of the first pmt episode noted farfield oversensing of atrial activity on the left ventricular (lv) channel, which, was not present in the most recent pmt episode. Review of the most recent pmt episode noted farfield oversensing of atrial paced activity on the right ventricular (rv) channel, which, fell into the programmed blanking period. There was no further evidence of farfield oversensing following these two stored episodes. Technical services (ts) discussed potential programming options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.